Manufacturer narrative:
Unit passed displacement test. No pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 54 (line number 1421 file number 32122) alarm due to software error. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) and pin 1 (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected during basal. The customer¿s blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. Customer was able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.